Event description:
The pt reported that she activated the device on (B)(6) 2012 at 12:02 am and her blood glucose was in range through 12:29 pm the next day when it measured 84 mg/dl. By 11:41 pm (the next measurement) on (B)(6) 2012, it had elevated to 307 mg/dl; she administered a 4 unit bolus dose of insulin. Her bg remained high over the next four hrs with no additional insulin boluses reported. At 3:24 am on (B)(6) 2012 it measured 312 mg/dl. She deactivated the device after that (3:34 am) and was taken to the hosp where she was treated with an insulin drip. She did observe a crimp in the cannula when the device was removed. During a f/u call the pt reported that she had been in ICU for 2 days and then moved down to the hosp floor. While hospitalized, she had blood pressure irregularities and heart-related complications.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the crimp in the cannula or to determine if it could have contributed to the event. No product lot number ws reported, therefore qualification record review could not be performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."